Manufacturer narrative:
An event of a deformed deployment was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 24mm amplatzer asd occluder was selected for implant. During the procedure when deploying the left disc, the device formed a cobra shape. The device was re-sheathed and removed from the patient. A 26mm amplatzer asd was used to complete the procedure.